Event description:
Difficulty activating lateral image/inaccuracy. Surgeon confirmed placement with the c-arm and said he was definitely pointing at l4 but stealth was showing him on l3.

Manufacturer narrative:
Sys eval not completed at time of this report but has been requested. Results and conclusion will be provided upon receipt of the sys check-out results.